Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead damage was suspected to be the cause of the event. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the noise that was previously reported resulted in oversensing.